Manufacturer narrative:
Exact date unknown, event occurred four and a half years ago. Explanted date: 2016. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2366-70, serial: (B)(4), batch: 16931278/17613434.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to migraines. The explanted devices will not be returned.